Event description:
It was reported that the inflatable penile prosthesis (ipp) could not be used due to a fluid loss; and also, one of the cylinders was left. It was also confirmed patient experienced erosion. A surgical procedure was performed to replace the system. There were no patient complications.